Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed calibration error 80 (water check time out ¿ unable to reach calibration temperature). It was determined that the device has a failed mixing pump. They requested a quote for 2000-hour service.

Event description:
It was reported that the arctic sun device had failed calibration error 80 (water check time out ¿ unable to reach calibration temperature). It was determined that the device has a failed mixing pump. They requested a quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed calibration error 80 (water check time out ¿ unable to reach calibration temperature). It was determined that the device has a failed mixing pump. They requested a quote for 2000-hour service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.